Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed signs of physical damage due damaged top cover. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Screen brightness check failed. When powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. Failure traced to: short found on t1 of the inverter board with lot code 2224 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A well-known inverter board was installed, and the display became operational.system air leak test passed. Teach pump test passed. Accelerated stress test was performed and encountered grinding both motor pumps a and b. Visual inspection of the lead screw revealed a degraded condition of the grease. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly.the cause of the observed dried fluid could not be determined.there were no discrepancies encountered with the mushroom heads.a review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported that the liberty select cycler is having a loud grinding noise during setup and dwell 5 of 5. The patient mentioned it has been happening often and requested the cycler be replaced. The patient mentioned the screen was dim during step 1 of setup; the display brightness was set to 10; and the brightness was adjusted down, and the screen became dimmer. Adjusted brightness up; screen remained dim. Advised to discontinue use of this cycler, the fresenius technical support representative assisted the patient in replacing the cycler due to this issue. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment on the cycler. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.